Manufacturer narrative:
An additional lot number was reported (lot # m022021). The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge alarms (alarm 1) occurred with multiple cartridges during the load sequence. The customer's blood glucose was 209 mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was identified in the pump logs; however, no failure was identified as the cartridge was not returned. Additionally, a different issue was identified.